Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was working as intended and the reported behavior was potentially caused by a remote service being blocked by the customer's firewall. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system is powered on then unexpectedly turns off immediately after, making it unusable throughout the day. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Additional information for the initial MFR 2016493-2023-01317 was provided in section a1. Correction for the initial MFR 2016493-2023-01317 was provided in section d1, h4, and h6. Section e- all required fields have been accurately filled out within the initial MFR 2016493-2023-01317. Upon investigation of the actual device used in this incident, it was determined that the a-station powers on, then turns off making it unusable throughout the day. The technical support specialist suggested the customer to follow ka000012148 guide on how to disable bluetooth and ka000007009 to ensure all the power saving mode and settings are optimized. The technical support specialist by applied ka000013971 knowledge battery power failure event in med app logs to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 30-nov-2021 to 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system is powered on then unexpectedly turns off immediately after, making it unusable throughout the day. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.